Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced a coma on (B)(6) 2018. The customer was called to inquire if he went into a coma but they did not answer. Customer's blood glucose level was not reported. The device will be returned.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was received with stripped battery cap coin slot.